Event description:
A patient was implanted with a trial evoke spinal cord stimulation (scs) system. The procedure and initial programming were completed without issue, and the patient was discharged. The saluda representative called the patient later that evening, and the patient reported significant improvement in pain. The following morning, the saluda representative was informed that the patient had died overnight. The cause of death is currently unknown and autopsy results are pending at the time of this report.